Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed , and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed , and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "guide wire hangs in the sheath and folds."

Manufacturer narrative:
(B)(4).

Event description:
It was reported "guide wire hangs in the sheath and folds."